Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the ICU nurse that the pt had expired and she was calling the MFR to review the steps to disconnect the pump and place the system controller in sleep mode. The MFR guided the ICU nurse through the steps. The pt reportedly had a very complicated post-op course, had bleeding that was corrected and an elevated wbc. The caused of death is unk and the surgeon requested an autopsy.